Event description:
It was reported the customer was hospitalized on (B)(6) 2015. The customer reported experiencing nausea and sweating profusely from their low blood glucose. Customer's exact blood glucose was unknown. The customer reported experiencing several no delivery alarms prior to their low blood glucose. Customer reverted to manual injections as they did not believe insulin was being delivered to their body. Customer believed they over-bolused, causing their low blood glucose. The customer was treated with grape juice for their low. The customer also declined to troubleshoot for the no delivery alarm as it was resolved with a complete set change. The customer stated they will monitor the issue. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.